Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient neurologist of record had not seen the patient since (B)(6) 2010 and have not ordered labs or any test in a long time. The office provided the name and contact information of the physician they referred the patient to but they were unsure if the patient actually followed-up or saw this physician. Good faith attempts for the other physician have been unsuccessful to date.

Event description:
It was initially reported that the patient had a generator and lead replacement and the reason provided on the implant card was "leaking voltage". It was later determined that the patient had a suspected lead break. The generator and lead were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator and lead. Results of diagnostic testing indicated the generator was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The outer silicone tubing has abraded openings and an abraded opening was identified in the inner silicone tubing of the positive coil at the lead body. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.